Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 150cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and left-sided breast mass postoperatively. The patient felt pressure and hardness bilaterally within the first month of the implantation. The pain on the left side was more severe than the right side. As a result, the patient underwent removal without replacement on (B)(6) 2018. This report is for the left prosthesis.